Event description:
It was reported that a signal artifact monitor (sam) had been generated for this system. A review of the device data identified increased pacing impedance measurements on the atrial channel. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. Troubleshooting and system reprogramming was performed. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).